Event description:
It was reported that during a superior vena cava stenting treatment procedure, stent deployment difficulties were encountered. The physician initially deployed a 16x40mm wallstent inside the superior vena cava (svc). Following deployment, he noted that the proximal side needed to be longer to cover the svc. He subsequently chose this 16x60/9f wallstent to deploy at the same distal position as the previously placed stent. Following deployment of this wallstent, he found that the proximal end of the stent could not be fully deployed. He retrieved the terumo 10fr sheath backward slightly in an effort to fully deploy the stent, but in doing so, the stent moved backward causing a separation between the first and second stents. The delivery system of the second stent was already removed from the body, so the physician pushed the terumo sheath distally to retrieve the second stent inside the sheath. He subsequently removed the sheath and stent as a unit out of the pt's body. He then used a 16x20/9f wallstent to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as "fine."

Manufacturer narrative:
The device has been rec'd for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is complete.